Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer received an fca notification for battery cap contact and there was damage to the battery cap contacts. No harm requiring medical intervention was reported. Troubleshooting was not performed. A replacement battery cap will be provided to the customer. It was unknown whether the customer continued using the device or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement test. Successfully downloaded the trace and history files using thump. The power management graph confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during testing. However confirmed, the pump alarmed failed battery test alert on (B)(6) 2023, 03:11:21.000 and (B)(6) 2023, 03:11:44.000 in the history files. Confirmed, pump alarmed insulin flow blocked alarm, during normal bolus on (B)(6) 2023, 04:26:53.000 and (B)(6) 2023, 04:36:00.000 in pump downloaded history. Pump was cut open to perform visual inspection. And found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery and force sensor. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, cracked case at corner of belt clip rails, corroded battery tube, cracked keypad overlay, stained keypad overlay, cracked case at battery tube, serial number label stained and battery tube threads cracked. No failed battery test and no insulin flow blocked alarms alert noted, and passed all required testing. However, found corroded battery tube and moisture damage on pcb1, pcb2, motor assembly, lithium backup battery and force sensor. Confirmed, insulin flow block alarm. And failed battery test alarm in pump downloaded history. Unable to confirm, battery cap damage, due to missing cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the insulin pump gave unexplained no delivery alarms and battery rejection.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 & h6( medical device problem code) with this report.